Event description:
It was reported that patient presented remotely via merlin.net. It was noted that the right ventricular lead exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2025. The patient was stable.